Event description:
New information noted that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported field event of sensing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.